Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the nut on the driver was seized, preventing it from being taken apart and cleaned properly. There was no patient involved and no further complications or symptoms reported. Additional information was received via manufacturer representative that device is broken. The threaded nut piece is seized on the handle preventing the device from coming apart and being cleaned properly causing the rest of the instrument to seize while putting the set screw on.

Manufacturer narrative:
H3: product analysis of part# (B)(4) , lot# k23c1046 visual and optical inspection confirmed the threads on the nut have been damaged causing the nut to jam on the driver. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.